Event description:
The pt received an er1 message on their surestep meter. In additon, the pt compared the confirmation dot on the test strip to the color chart on the test strip vial and got a result greater than 350. Control solution test result was in range. No symtpoms were reported. There was no allegation of harm.